Event description:
Catheter was occluded after 2 days in use and therefore had to be removed. A distal catheter fragment of approx. 7 cm didn't come out and had to be removed surgically. The patient is in good health condition.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon the details of the malfunction were evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA with thirty days of its conclusion via follow-up MDR.

Event description:
Catheter was occluded after 2 days in use and therefore had to be removed. A distal catheter fragment of approx. 7 cm didn't come out and had to be removed surgically. The patient is in good health condition.

Manufacturer narrative:
This MDR was initially sent under number 2245270-2022-00021 on april 28, 2022. These reports require a correction. Correction: the product code and lot number associated with the complaint should be 2184.00, lot 080120gg. The previous two reports listed 1261.206, lot # 210621gn erroneously" this complaint cannot be confrimed we did not receive a faulty sample. According to the fact description the catheter was occluded after two days of use and therefore had to be removed. When removing the catheter, a catheter fragment (approx. 7 cm) stayed in the vein and had to be removed surgically. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The visual tests and incoming goods inspections are carried out with no exceptions found. The tensile force for the involved assemblies was within 2.53 n and 2.91 n and therefore according to our specification (min. 1.5n). There are two further complaints for batch 080120gg and 21 further complaints regarding a snapped catheter tube on code 2184.00 within the last three years. For your information, the general complaint rate for code 2184.00 from 2018 to 2020 is 0.826 permille. And none of the complaints we already analyzed were manufacturer related. Without having a faulty sample available for examination, no further investigation can be done. No further corrective action initiated by quality management due to the missing sample, no root cause analysis can be made.

Manufacturer narrative:
This complaint cannot be confrimed. We did not receive a faulty sample. According to the fact description the catheter was occluded after two days of use and therefore had to be removed. When removing the catheter, a catheter fragment (approx. 7 cm) stayed in the vein and had to be removed surgically. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The visual tests and incoming goods inspections are carried out with no exceptions found. The tensile force for the involved assemblies was within 2.53 n and 2.91 n and therefore according to our specification (min. 1.5n). There are two further complaints for batch 080120gg and 21 further complaints regarding a snapped catheter tube on code 2184.00 within the last three years. For your information, the general complaint rate for code 2184.20 from 2018 to 2020 is 0.826 permille. And none of the complaints we already analyzed were manufacturer related. Without having a faulty sample available for examination, no further investigation can be done. No further corrective action initiated by quality management due to the missing sample, no root cause analysis can be made.

Event description:
Catheter was occluded after 2 days in use and therefore had to be removed. A distal catheter fragment of approx. 7 cm didn't come out and had to be removed surgically. The patient is in good health condition.